Event description:
It was reported that the patient had nine inappropriate shocks due to t-wave oversensing. The device sensing vector was reprogrammed from secondary to the primary vector to successfully address the oversensing. There were no additional adverse patient effects. The device remains implanted.